Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient was experiencing dizziness when stimulation is on as well as numbness on her lower back, stabbing pain in the right side of her lower back and blistering at the lead site. The patient will undergo an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 18184148 description: next generation anchor kit-sterile. The explanted devices was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing dizziness when stimulation is on as well as numbness on her lower back, stabbing pain in the right side of her lower back and blistering at the lead site. The patient will undergo an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also mentioned that there were no post-operative notes on patient's pain or blistering. No further information can be obtained. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 18184148 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing dizziness when stimulation is on as well as numbness on her lower back, stabbing pain in the right side of her lower back and blistering at the lead site. The patient will undergo an explant procedure. No device malfunction suspected.